Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an informational power on reset (por) message that was not related to an overdischarge event. The patient reported that emi could be related to the event- the patient was recently traveling outside of the country and was exposed to security screeners. The por was successfully cleared and the issue was resolved, the patient was receiving adequate therapy and could feel stimulation. No further complications reported.